Event description:
An aus device was implanted on 4/19/91. The cuff was revised on 7/30/91 and 1/28/94. Info rec'd on 12/19/96 indicates a revision surgery was performed, reason not indicated. Co has requested add'l info.